Event description:
Patient presented to hospital after noticing bleeding at implant site. Haematoma. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).